Event description:
The report stated that the ligasure system was being used during a colectomy, but the patient's vessels were not being completely sealed. The system gave an activation tone and sounded an end tone, indicating a complete seal. They then switched to a forcetriad system generator from the ligasure generator. They kept using the same ligasure atlas handpiece. The sealing was then completed successfully. The ligasure generator was in use at 3 bars of power and the forcetriad at 2 bars of power. This occurred on all types of tissue.

Manufacturer narrative:
Date of initial report: february 20, 2008. The incident handpiece was not saved by the site, but the incident ligasure system generator has been received and is under evaluation. Two ligasure atlas handpieces of the same lot as the incident handpiece have also been returned for evaluation. When the device evaluation is complete, a follow-up report will be submitted.